Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments have tip broken off and threads are stripped.

Manufacturer narrative:
Examination of the returned instrument does not confirm the reported complaint. The tip of the male adapter is still present. There is a poly tip that can be used with this instrument, the poly tip was not returned. The returned instrument exhibits significant scratches and gouging. The lot code ah0106 indicates a manufacturer date of january 2006. No product problem identified. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Instruments have tip broken off.